Event description:
A patient was tested with suresteptm hcg pregnancy test and got negative results. The first est was carried out on 7yh december and was negative, the patient then commenced taking progesterone only pill on 9th december. A second test was carried out on 11th january and also found to be negative and the patient was given medication contraindicated in pregnancy, isotretinoin (roaccutane). It is believed that the patient was 10+ week pregnant when starting the treatment. The method or date when the pregnancy was confirmed are unknown. Due to the teratogenic properties of the drug isotretinoin, termination of the pregnancy was advised and carried out.